Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was noted that the lead had dislodged. No other electrical anomalies were noted. The lead was explanted and replaced successfully. The patient would be monitored.